Event description:
After hysterectomy procedure and drapes were removed from the pt, it was noted that the kidney rest was elevated which caused the pt's arms to be hyperextended and her back to be arched. It could not be determined if the kidney rest was elevated in error or if equipment malfunctioned. The engineering department checked the equipment and found no malfunctions.